Event description:
Pt was receiving d5d48 at 40 cc an hour by imed infusion pump in left foot. The nurse went in at 1700 to give a dose of vancomycin (35-40) cc to run concurrently with IV by syringe pump. She connected to the vancomycin to the already infusing IV. At this time she checked the IV site. By rolling down the sock feeling the site and visually looking at the foot and the ankle. At that time the IV was infusing appropriately. The shift changed at 1800. The nurse coming on duty said they were late getting the report. After checking her other pts she went into the pt's room, at 1920. She noted the pts left knee was moderately edematous. And rolled down his sock. The left foot up to the ankle was severely blanched with severe edema. No pulses were noted at the time. She discontinued the IV and called the pediatrician. The imed infusion pump had not alarmed during the previous two hours. She began to apply warm moist packs and changed these every 15-20 minutes. By 2100 the left toes were pink with crt 5-6 sec. By morning the pt had good capillary refill with a remaining pale area on the top of his foot. At present time he has a 37mm by 35mm area of eschar on the top of his foot. He will probably need a skin graft to this area. He may have some sensation problems since he does not cry during debridement. Some of the nurses reported the imed alarms when the IV infiltrates or when the pressure exceeds the ability of the vein to take the amount of IV infusing. The bio med dept checked the imed infusion pump and the syringe pumps in use. Both the imed and the syringe pumps alarmed at the MFR's specified ranges for occlusion.